Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned

Event description:
It was reported that there was oversensing, causing inappropriate therapies, and fluctuating pacing impedances. The lead was explanted and replaced. Information was later received from an attorney alleging the patient experienced inappropriate and/or excessive shocking, fracture, or other injury, requiring replacement of the defective lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned.